Event description:
It was reported that a patient underwent an unknown procedure. During the procedure, the cage broke upon impaction in the disc space. The broken pieces were all able to be removed. No patient complications were reported.

Manufacturer narrative:
Neither device nor applicable imaging studies were returned for analysis. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.